Event description:
Received user facility medwatch that indicates: "tpn (total parenteral nutrition) was supposed to infuse over 24 hours, but was delivered in 5.5 hours. According to the clinician, the pump settings were verified by three different rn's. The drug library was utilized for set up with the guardrail limits. The infant's blood glucose level increased to 1400 and was placed on an insulin drip". Although requested, no additional info has been received at the time of this report.

Manufacturer narrative:
Manufacturer's report date: 09/03/2009. The device has been requested to be returned for investigation. It has not been received. A follow up report will be submitted if further info is obtained.